Event description:
Customer reports discrepant results with meter compared to lab. Pt #3 and #4. Pt#3, date: (B)(6) 2010, inratio: 2.9, lab:2.9. Pt #4, date: (B)(6) 2010, inratio: 3.9, lab: 3.9. Lab draws done immediately after meter result.

Manufacturer narrative:
Investigation pending.